Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for shoulder surgery procedure on (B)(6) 2020. During the procedure, electrocautery was used, the physician did not use a magnet appropriately, and the implantable cardioverter defibrillator delivered inappropriate antitachycardia pacing (atp) to the patient. When the patient returned home, the patient's merlin at home transmitter sensed an alert and sent the notification to the clinic. The patient presented in clinic on (B)(6) 2020. Upon interrogation, it was revealed that the implantable cardioverter defibrillator had delivered inappropriate atp the previous day during the shoulder surgery. Programming changes were made. There were no consequences to the patient. The patient will continue to be monitored.